Event description:
(B)(4). I went in to my doctors office to have the essure placed into my fallopian tubes. I was put to sleep and when I woke up was in a lot of pain. I had sever cramping and blood that lasted for three days. I noticed my left side abdomen hurt and it has never really not had a aching sore pain since the essure was placed in me. After the 3rd day when I stopped bleeding I began to have red spots on my body that would appear on and off and still happen currently. I have had mood swings and migraines since the essure was placed. I have also noticed hair loss. The pain in my abdomen is the most annoying feeling ever. It feels like someone is stabbing me and I feel itching and irritated there all the time. I am looking into a doctor that can remove this from my body because it is very painful to live with.